Manufacturer narrative:
During troubleshooting with the ccc, the customer stated that one representative sample from each rack run that day would be repeated on an alternate instrument and if mismatched results were discovered, all samples from the same rack would be repeated. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a cuvette in the in-process queue (ipq), which should not have been there. The cse ran empty sample racks through the system and observed the racks being jammed, then pulled out and loaded into the next slot of the ipq. The cse removed the cuvette from the ipq and ran the racks through the system and none jammed. The sid misreads were due to sample rack misalignment caused by a misplaced cuvette. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) after obtaining error messages, one of which meant that the sample rack barcode format was invalid for the rack position. The operator observed that the pusher was not pushing the sample racks fully into the in-process queue (ipq). The sample racks were then misaligned, causing sid misreads. Patient results were reported to the physician(s) within this timeframe. The operator checked multiple racks due to the barcode error and discovered that in position 211e, where the patient sample was scheduled to have thyroid stimulating hormone (tsh) reflex to free thyroxine (ft4), the sid was not the same as the original in that position. There are no known reports of patient intervention or adverse health consequences due to the sid misreads.